Event description:
Found on recent interrogation to have lead malfunction: low impedance on ventricular lead, noise on atrial lead. Cardiologist procedural note/ indications: patient with history of sick sinus syndrome who had a pacemaker implanted. She has evidence of lead malfunction with noise on both atrial and ventricular leads. A recent echocardiogram showed normal left ventricle function as well. Procedural notes: ventricular pacemaker lead was a guidant model 4136. This was implanted [date redacted]. An easy locking stylet was placed within the body of the lead and 2.0 silk was placed over the insulation. Initially, a #12-french laser sheath was used and using traction-countertraction maneuvers the adhesion was removed. However, eventually it had to be switched to a 14-french laser sheath to remove the lead. The lead was removed intact from the body. The lead appeared to be adherent to the tricuspid valve at one point. The existing atrial lead was a guidant model 4135. Initially, an ez stylet was placed within the body of the lead. This could be advanced to the lead and 2.0 silk was placed with insulation initially as described earlier. A 12-french laser sheath was used and subsequently a 14-french laser sheath was used to remove the lead intact from the body. There were no complications.